Event description:
It was reported that the 9800 system malfunctioned in that the collimator could not be positioned properly. No adverse pt involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was replaced and the system re-calibrated. The system was tested and found to be working as intended and placed back into service.